Event description:
Boston scientific received info that this dextrus atrial lead was exhibiting impedance measurements less than 200 ohms and low p-wave measurements. No adverse pt effects were reported. A review of the atrial lead trends shows that the impedance averages around 300 ohms and has measured less than 200 ohms on several occasions. Normal impedance for this lead is usually within the 500-2000 ohms range. A boston scientific technical services consultant confirmed the impedance is low, but stable and there is no noise present. The arrhythmia logbook showed the pt is in atrial fibrillation and flutter. The consultant suggested continuing to monitor the lead due to the lower than normal impedance measurements. No other adverse events have been reported. This product issue will be updated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned lead fragment was visually and electrically analysed. The visual inspection revealed cuttings in the insulation which occurred most likely during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the explantation procedure. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.